Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported difficult to remove. Additionally, a review of the complaint history identified similar complaints reported to this lot, and this device appears to be related to a potential product quality issue. The investigation determined that the reported difficult to remove may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
N/a

Manufacturer narrative:
The device is not returning for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted and the procedure was discontinued. After the procedure, it was difficult to remove the sgc from the stabilizer and needed more force to detach the sgc. The final mr was grade 1. There were no adverse patient effects or clinically significant delays reported.